Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that two proglide devices were attempted. Reportedly, the first device did not have bleed back from the marker lumen. A second device was attempted but the foot plate did not deploy. A new proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.